Event description:
It was reported in a case study that the patient was found to have a vns-induced mobitz type 2 av block seven years after vns placement. He was found to have atrial fibrillation and was sent to the ER. In the ER, he was started on anticoagulants and diltiazem drip and he then developed bradycardia. The vns was disabled in preparation for cardioversion. Following electrical cardioversion, the EKG showed normal sinus rhythm. The vns was turned on and the patient had multiple episodes of first-degree and second degree mobitz type 2 av block. It notes that the vns was turned off indefinitely after this. Two weeks after discharge from the hospital, the patient's loop recorder was interrogated and showed no episodes of heart block since the hospital stay. No other relevant information has been received to date.